Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 594 mg/dl; cause was unknown. The customer administered a total of 20 units of insulin using a correction bolus via pump and a manual injection to initially address bg. At the ER, the customer received no additional treatment from healthcare providers, but was prescribed multiple daily injections (mdi) to take home. At home, an additional 10 units of insulin was administered via mdi to resolve the high bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged later the same day with the issue resolved and no permanent damage.